Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that two days last week the patient experienced hypoglycemia while using the infusion device and required assistance from her husband. The patient was sweating and confused. The patient's blood glucose result was "around 60 mg/dl". The patient's husband had to bring her a glass of orange juice as she was incapable of retrieving it herself. The patient attributes the low blood glucose to the fact that she is a brittle diabetic and her basal rates needed to be adjusted in the infusion device. The patient was not taken to the hospital. The infusion device is not expected to be returned for product evaluation.

Manufacturer narrative:
The device was returned and partially investigated under a separate complaint. However the device was discarded before further investigation could be completed.